Event description:
Per documentation from a social media post, the patient reported inaccurate cgm values. The patient was admitted to the intensive care unit (ICU) twice for diabetic ketoacidosis (dka) because of inaccurate values (B)(4) cgm displayed ¿good levels¿ but she was high and needed insulin. Based upon the cgm values, the patient did not self-treat with insulin. As the report is a social media post, no patient contact information was provided, and no other event details could be obtained. Per medical review, this report would constitute a serious adverse event as there was serious injury (diabetic ketoacidosis) that required medical intervention.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka) because of inaccurate values. The cgm displayed 'good levels' but she was high and needed insulin. Based upon the cgm values (values not provided), the patient did not self-treat with insulin which resulted in dka. As the report is a social media post, no patient contact information was provided, and no other event details could be obtained. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.